Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. The lot number was not provided, therefore, device history could not be reviewed and the mfg date was not determined. Product history revealed that broken needles (not at weld) will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the pt's bone (acromion); and/or the needle is passed through the instrument excessively to the extreme it breaks. However, since the device was not evaluated a definitive conclusion could not be made.

Event description:
It was reported that during a rotator cuff procedure, the surgeon decided to use a scorpion device near the end of the procedure to close the surgical site. After the procedure, it was noted that the tip of the needle had broken off. The pt returned to the facility in 2007 to have the tip removed. The customer medwatch report references the scorpion device as catalog ar-13981s. In further communication, the customer was made aware that the scorpion device is catalog number ar-13990. This device is used for treatment.